Event description:
Account reports "at least six" incidents in which the sleeve stopper is separating. Utilized in medical response situations. Reporter did state one patient expired during a code situation however, he does not believe the separation contributed to the death.